Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an electrical reset. It was noted a power on reset (por) occurred, with failure of flash memory.

Event description:
It was reported that the patient presented to the hospital following a device alert that triggered and it was noted the implantable cardioverter defibrillator (ICD) exhibited a power on reset (por), with an error message found on the programmer screen that indicated a failure of the device memory. It was questioned whether the patient had any devices in their environment, which may have caused electromagnetic interference, and it was noted the patient used a continuous positive airway pressure (CPAP) machine in their room. The device was reprogrammed and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.